Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a scratch on the edge of the lens and it was not removed. Additional information has been requested and received stating that the lenses have appeared softer than normal and seem to be scratching easily or were already scratched upon loading. The or, storage and viscoelastic temperatures were also checked and nothing on that end has changed. None of the lens loading forceps or lens loaders were in bad shape, and have not had an issue with them damaging lenses before. The procedure was completed on the same day.